Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a funeral home with information indicating the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately four months after device replacement. The cause of death has been requested and not received.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a funeral home with information indicating the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately four months after device replacement. The cause of death has been requested and not received.

Manufacturer narrative:
Additional information received from the physician's office noted that the patient had a respiratory and cardiac arrest in the office. After resuscitation the patient had severe neurological impairment, no neurological response and ventricular tachycardia. The patient was made a do not resuscitate and died. The cause of death was reported as respiratory and cardiac arrest, renal insufficiency, chronic obstructive pulmonary disease, hypertension and atrial fibrillation. The patient was noted to have an ejection fraction of 15 percent. There were no device allegations related to the patient death. Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
No eval explain code.